Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved was received for evaluation. Volumetrics sequential testing was performed and consisted of 111ml for 8 stations concluding with 112ml for station 9 (for a total of 1000ml). The device tested in specification at 1000ml +/- 2.7% with no calibration interruptions. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per reported by the user facility: the pump is not holding calibration and the factory calibration keeps having to be performed. This is affecting the pool balance with the tpn not being accurate and the source pool container bag run dry/empty before the applicable patient's tpn orders were complete. The affected final containers were discarded. There was no patient involvement.